Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10122. The patient's scs system included two lead extensions (from the same lot) and an ipg. It was reported the patient ((B)(6)) lost stimulation after touching the connections between the extension cables and the lead. The patient was able to manually reposition the connection and regain stimulation. Surgical intervention was performed to address the reported issue. Prior to the procedure, impedance values measured high on two of the lead contacts. Intra-operative testing revealed normal impedance values. The lead extensions and ipg were explanted and replaced which resolved the issue. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.